Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient was presented with grade 4 functional mitral regurgitation for a mitraclip procedure. During the procedure, 2 mitraclips was implanted successfully. Mitraclip ntw had single leaflet device attachment(slda)from anterior leaflet. Another mitraclip was implanted to stabilize the slda. The mr was reduced to grade 3 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient was presented with grade 4 functional mitral regurgitation for a mitraclip procedure. During the procedure, 2 mitraclips was implanted successfully. Mitraclip ntw had single leaflet device attachment(slda)from anterior leaflet. Another mitraclip was implanted to stabilize the slda. The mr was reduced to grade 3 post procedure. There was no clinically significant delay. No additional information was provided.